Event description:
It was reported that the pump exhibited a fault. During physical inspection, it was found that there was a detached downstream occlusion seal. There was unknown patient involvement, and no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a damaged alternating current connector (ac). As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.